Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was successfully implanted during a routine device replacement procedure. All device parameters were stable and within normal limits during and after the procedure and the patient was discharged to home two days later. The day after that, the patient passed away at home. The cause of death was unknown, but the patient's family suspected a device malfunction and legal action was initiated against the physician and hospital. The local boston scientific field representative was trying to obtain programmer data from any device interrogations before the patient died. A photograph of an episode printout was provided. An initial review by technical services, without knowing the time of the episode, the device programmed settings, and the lead diagnostic information, determined a fast ventricular rate was present. The rv channel appeared to show a fast rate compatible with ventricular tachycardia (vt) potentially turning into vf, with no more atrial activity and very low rv signal followed by sequential pacing. Additional information was needed to confirm the device was performing as programmed and designed.